Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a leaking cartridge and difficulty removing it, followed by repeated ¿unable to proceed¿ alerts with restart 38 during attempts to rewind, consistent with a motor stall malfunction of the insulin delivery system; the pump was replaced and the patient was advised to use backup therapy, shut down the device to avoid further alerts, and understand that data would not transfer to the replacement. Symptoms included high blood glucose. Outcomes included interruption of insulin delivery requiring device replacement and continued cgm use with the dexcom app or receiver. Investigation included customer support troubleshooting with multiple restarts and rewinds, review of device alerts, and coordination for device replacement and return. Investigation of this device revealed persistent motor stall alerts during rewind consistent with a stalled motor in the pump assembly and a leaking cartridge that impeded proper operation. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical problem related to the motor stall and cartridge handling, with contributory user difficulty removing the cartridge.